Event description:
It was reported that while using bd vacutainer® k2e plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: according to the customer's report, the inside of a tube was found to be dirty before usage.

Manufacturer narrative:
The following fields have been update with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-jul-2023. H.6 investigation summary : bd had received 2 samples and 7 photos were provided for investigation. Evaluation of both indicated embedded fm in the tube wall and larger than normal edta spray pattern. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Additionally, (B)(4) retained samples were visually observed, and no fm was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos and samples provided. Bd was not able to identify the exact root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: according to the customer's report, the inside of a tube was found to be dirty before usage.